Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
Customer states the display is missing segments. No patient involvement in the biomed unit on (B)(6) 2016.

Manufacturer narrative:
(B)(4).